Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump was monitored for 24 hrs and no constant tone or blank display noted. Back light functioned properly. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that insulin pump has a blank display. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.